Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comments as the long boot time and stylus issues reported could not be reproduced. However it was noted that the backup battery would no longer charge. The battery was replaced and calibrated and the software reloaded and updated. The device passed all safety, console and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer took a long time to boot up and the cursor was misaligned on the screen. The programmer was returned for service. There was no patient involvement.